Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es fatal error occurred. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a fatal error occurred. A technical support specialist (tsc) found that the es station c-drive was full, with zero space available, making it impossible to log in. Tsc understood that the station's database had a silent index corruption error. The station was taken down for an hour and a full sync was done to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.